Event description:
(B)(6) healthcare was notified of an incident involving a heating pad by an end user, who stated that "she was sleeping when the fuse blew and burned on her lower back." She did not seek medical care, and treated the burn with neosporin. The end user did not specify whether she was lying on the heating pad when the incident occurred, in contravention of warnings. Although a replacement was provided, along with a free mailing label to return the affected unit, the unit was never returned for evaluation.